Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.

Event description:
It was reported that the pump battery was rapidly depleting. Customer's blood glucose (bg) level was 300 mg/dl. Customer reverted to an alternate method of insulin delivery.